Manufacturer narrative:
H6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage into the bile duct following the puncture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate a gallbladder drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the puncture was successful; however, the first flange failed to expand radially. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.